Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on the right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there was noise that was observed after the lss occurred. The device was left in bipolar sensing and unipolar pacing. Boston scientific technical services (ts) discussed possible causes. This pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on the right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there was noise that was observed after the lss occurred. The device was left in bipolar sensing and unipolar pacing. Boston scientific technical services (ts) discussed possible causes. This pacemaker and ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on the right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there was noise that was observed after the lss occurred. The device was left in bipolar sensing and unipolar pacing. Boston scientific technical services (ts) discussed possible causes. This pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced and the right atrial (ra) and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on the right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there was noise that was observed after the lss occurred. The device was left in bipolar sensing and unipolar pacing. Boston scientific technical services (ts) discussed possible causes. This pacemaker and ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that this pacemaker was explanted and replaced and the right atrial (ra) and right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker triggered a lead safety switch (lss) due to high out-of-range pacing impedances on the right atrial (ra) lead measuring greater than 2000 ohms. Additionally, there was noise that was observed after the lss occurred. The device was left in bipolar sensing and unipolar pacing. Boston scientific technical services (ts) discussed possible causes. This pacemaker and ra lead remains in service. No adverse patient effects were reported.